Event description:
An adult pt incurred a head laceration when a triad skull clamp slipped during positioning for a left occipital craniotomy. The right posterior pin caused the laceration which required suturing. The pt outcome is good. Adult integra disposable pins were being used during the procedure. No stereotaxy devices were used during the procedure.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info. See scanned page.